Manufacturer narrative:
On (B)(6) 2018. On (B)(6) 2018. Philips field service engineer (fse) evaluated the device. The reported condition was verified. The fse replaced the power switch overlay to address the issue. The ventilator passed all testing and operated within the manufacturing specifications.

Event description:
The customer reported that the ventilator could not be powered off. Although requested, the information regarding patient involvement at the time of the event was not provided by the customer. The event date was not specified; estimate used.